Event description:
The customer stated that he was hospitalized for low blood glucose levels. The customer stated that he may have given too much insulin due to high blood glucose levels prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the self test. The customer was unable to conduct the displacement test at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.